Event description:
On (B)(6) 2013, at (B)(6) hospital, (B)(6), during training using a cardiohelp unit (article number 70104.8012; serial number (B)(4)) a staff member was pushing a button on the cardiohelp touchscreen and the screen went blank and a high pitched audible alarm was activated. The screen eventually came on and the unit rebooted itself. After a few minutes when the unit was disconnected from the ac power, the event happened again. After a while the screen came back on and they could not replicate the event. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A two-year maintenance was performed and the sensor panel was replaced. New sensor panel #3142 was installed. A battery calibration was performed and the unit passed functional and safety tests. (B)(4).